Event description:
It was reported that during a tri-segmentectomy & cholecystectomy procedure, the device locked after its firing. It was necessary to use another product to cut the loop and remove the first device from the patient's cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the issue occur? What color cartridge was being used? Was buttressing material being used?